Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the obturator top was disengaged. The inflation syringe, insufflation bulb, trocar balloon and dissector balloon were received. A functional evaluation found that the trocar balloon and dissector balloon were inflated, no leaks detected. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. The cap disengaged due to an improperly performed assembly operation. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during totally extraperitoneal inguinal hernia repair, the device was inserted into the patient to commence the dissection of the inguinal space. The surgeon went to remove the first obturator and the top of it came away but the shaft stayed within the device. The surgeon completely removed the device and proceeded with the case using legacy balloons. When inspected, the top of the obturator had snapped off the shaft so once the obturator was released only the top came away. There was no patient injury.